Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was non-functional. As received, the rear response button ribbon cable was damaged. The root cause of the damaged ribbon cable was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.